Event description:
Literature was reviewed regarding influence of surgical technique, interbody characteristics, and radiographic parameters on fusion rates across the disc space and posterolateral elements following transforaminal lumbar interbody fusion. The following medtronic devices were used: bone morphogenetic protein 278 unique patients (328 unique levels) were included in which 25.9 % had complete circumferential fusion, 69.6 % had fusion across the disc space and 71 % had unilateral posterolateral fusion. Among patients adverse events / device product performance included: for the patient undergone fusion through the disc space, non-union occurred for 19 patients and 28 patients had revision surgery due to non-union. For the unilateral posterolateral fusion., non-union occurred for 13 patients and 26 patients had revision surgery due to non-union. For the complete circumferential fusion, non-union occurred for 41 patients and 57 patients had revision surgery due to non-union. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
B3 : please note that this date is based off of the date of publication of article as the event dates were not provided in the published article. D4: model, catalogue no, lot are unknown. D 6a: implant date is unknown. A2: please note that the age is based off average age of patient involved in this event. A 3a: please note that the gender is based off as per the majority of patients. A4: please note that the weight is based off average weight of patient involved in this event. Article references - zach pennington, abdelrahman hamouda, omar hafz, anthony l. Miku, michelle j. Clarke, la, william e. Krauss, brett a. Freedman, melvin d. Helgeson, ahmad n. Nassr, arjun s sebastian, jeremy l fogelson, benjamin d. Elder, "influence of surgical technique, interbody characteristics, and radiographic parameters on fusion rates across the disc space and posterolateral elements following transforaminal lumbar interbody fusion", clinical neurology and neurosurgery, 261 (2026) 109285, doi.org/10.1016/j.clineuro.2025.109285 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.